Event description:
The hosp staff attempted to administer a countershock to a pt.(patient condition not reported)using disposable defibrillation electrodes. The defibrillator allegedly failed to discharge. The standard external paddles were next connected to the device and another attempt was made to administer a counter shock. The defibrillator again allegedly failed to discharge. A backup defibrillator was made available and used successfully. The patient's outcome was not reported.